Event description:
It was reported that customer received a button error alarm after giving a bolus. It was reported that numbers began to scroll, and then a battery error was received. After changing batteries, insulin pump froze and a button error was received. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No frozen display was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.